Event description:
Received a voluntary medwatch report from the user facility. A quality improvement assistant reports during extracapsular cataract extraction the fluidics management system (fms) failed. Another fms was opened and surgery was completed without further occurrence. There was no patient harm reported.

Manufacturer narrative:
Customer did not return a sample, so a definitive root cause could not be determined. A review of the complaint database showed no other complaints of this nature reported for this facility for the past year. (B)(4).